Manufacturer narrative:
H3, h6: the cori touchscreen pn rob10003,sn (B)(6) , intended for used in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. The product was not returned and no evidence was made available to link the complaint to an escalation event. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Smith & nephew has not received adequate materials to fully evaluate the complaint, but if additional relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during set up for a cori assisted tka surgery, the handpiece was plugged in and the real intelligence 24 in. Touch screen blacked. The monitor was already connected when the issue happened. They had reached the point of setup to plug in the handpiece, after the camera and foot pedal are shown to be connected, and after plugging in the handpiece, the screen flickered and blacked out, showing ¿no signal¿. All connections were checked; however, the monitor still read ¿no signal¿. The light in the corner of the monitor was orange instead of green. The procedure was completed, with a non-significant delay, by rebooting the system. Since incident occurred before procedure, patient was not involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10. Corrected information in d4. In the initial MDR, the UDI number provided was incomplete. Internal reference number: (B)(4).